Event description:
It was reported that the patient underwent a left hip revision approximately six months post-implantation due to failure of implanted components, including a broken polyethylene liner, damage to the femoral head, and evidence of metallosis. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.